Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke closed loop stimulator (cls) implant site. Antibiotics were administered to resolve the reported event.